Event description:
One month after having three stents placed in the proximal and mid left anterior descending (lad) artery, the patient suffered an acute myocardial infarction (ami) and expired. The index procedure took place in 2009. The procedure was an elective case. The target lesion was the proximal and mid left anterior descending (lad) artery. The vessel was a de-novo, bifurcated and calcified and chronic total occlusion lesion. There was no pre-existing clot present. Aha/acc classification of the vessel was a type c. The lesion length was 75mm and vessel diameter was 2.5/3.0mm. For the proximal and mid lad, pre-dilation was conducted with a balloon (1.5./15mm), at 12atm for 30 seconds and then a balloon (2.5/15mm) at 12atm for 30seconds. Then 1st cypher (2.5/23mm) was implanted at the mid lad at 9atm for 30seconds. Then 2nd cypher (2.5/28mm) was implanted at 9atm for 20seconds proximal to the 1st cypher, overlapping it. Post-dilation was conducted with the sds balloon out of the 2nd cypher at 14atm for 30seconds. For the proximal lad, pre-dilation was conducted with a balloon (2.5/15mm) at 12atm for 30seconds. Then 3rd cypher (3.0/23mm) was implanted at 12atm for 20seconds proximal to the 2nd cypher, overlapping it. Post-dilation was conducted with the sds of the 3rd cypher at 16atm for 30seconds, ivus was not conducted. Cag was conducted and confirmed all stents to be fully dilated and the results were satisfactory. There was no dissection. The residual % of stenosis was 0%.

Manufacturer narrative:
One month later, the patient was hospitalized due to the surgery for arterial colon cancer. Nine days later, the patient had excision of half of the right arterial colon. After the patient was returned to the patient's room, the patient complained of chest pain due to an acute myocardial infarction (ami). Therefore, coronary angiography was conducted and thrombus was observed from the proximal of the 3 implanted cypher stents and distally. The patient was put on percutaneous cardio-pulmonary support (pcps) and artificial respirator. To treat the thrombus, aspiration and poba was conducted with a balloon (sprinter legend, 2.5/20mm) at 20atm for 20 seconds. The next day sufficient blood flow was observed, but the patient's hemodynamics did not improve and the patient deceased, due to ami. Postmortem was not performed. As per the physician, the cause of the thrombotic event may be because antiplatelet therapy (i.e. Aspirin and clopidogrel sulfate) was suspended due to the excision of half of the right arterial colon. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2009-01374, and 9616099-2009-01375.